Event description:
The patient stated that 2 weeks ago, she received the 09 (technical inspection due) error on her infusion device, and she had been using insulin injections to control her blood glucose. The patient stated that she does not remember receiving any alerts other than the 82 (2 weeks of run-time remaining), which is why her pump completely timed out. The patient stated that she lost her backup infusion device while horse back riding. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.